Event description:
On august 5, 2010, a doctor reported to sybron implant solutions that an endopore abutment screw fractured.

Manufacturer narrative:
The fractured screw was returned to sybron implant solutions for evaluation. A visual inspection of the fractured screw indicated that the screw met product specifications and that the fracture was the result of undo force placed on the abutment during processing. It was therefore concluded that the fracture was caused by user technique and was not due to a design flaw or manufacturing error. This is not a product failure.